Event description:
Ous MDR - oversensing with inappropriate therapy was reported. The implant and explant dates were not reported. The lead was replaced and returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinised, including a visual and an electrical inspection. The analysis revealed abraded areas along the lead body with a damaged insulation at the distal part of the lead as a result of wear. These damages can be considered to be the root cause of the artefacts mentioned in the complaint description. Based on the characteristics of these damages it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed explantation damages i.e. The fixation helix was found bent and stretched and the rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.